Manufacturer narrative:
A philips field service engineer (fse) confirmed the device is not under a curative contract; therefore, repair will be implemented by the customer with the parts supplied. The customer ordered the central processing unit pcba and speaker assembly. Final disposition of the device cannot be confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from customer reporting the backup alarm failed on the v60 ventilator. The issue was observed during preventative maintenance; the device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The rse confirmed the power management (pm) printed circuit board assembly (pcba) was previously replaced and recommended replacement of the speakers and motherboard. A service proposal was provided to the customer. Investigation is ongoing.

Manufacturer narrative:
E1 reporting address state: (B)(6) reporting address postal: (B)(6) reporting institution phone number: (B)(6) reporter phone number: (B)(6)